Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a changeout procedure the patient experienced uticaria, increased erythrocyte sedimentation rate and possible signs of infection. Possible allergic reaction was noted. The right atrial (ra) lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.